Event description:
The surgeon was trying to remove the twin fix proximal screw which was broken. Surgeon had to finish the surgery with the results observed in radiography. The product was implanted in the patient

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.